Manufacturer narrative:
The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator was not delivering the set volume. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device will be recalibrated to address the issue.